Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead experienced a one time spike. The physician indicated that this was due to environmental factors. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154atg implantable cardioverter defibrillator (ICD),  implanted: 2008-(B)(6), (B)(4).